Event description:
A 6f fast-cath hemostasis intriducer was used during a percutaneous procedure. The sheath was not removed immediately and the stopcock was closed. Eight hours later, the pt experienced blood loss in the recovering unit. Reportedly, the pt was losing blood through unit. Reportedly, the pt was losing blood through the side port. The stopcock allegedly detached from the side arm. Reportedly, the pt was recovering.